Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 01:49:10. During night drain cycle three, the patient's ultrafiltration reading was 71400ml, indicating the home patient (hp) drained 71400ml more than their maximum programmed fill volume of 2800ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 71400 ml during therapy initiated on (B)(6) 2012 at 01:49:10, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume. Review of the event log revealed the cycle 3 drain was completed on (B)(6) 2012 at 09:20:23 and the user's actual drain volume during cycle 3 was 3029 ml. The actual drain volume of 3029 ml is 108% of largest prescribed fill volume (lpfv) of 2800 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.